Manufacturer narrative:
The device history record (DHR) for lot number 2333917364 was reviewed and no anomalies related to the reported issue were observed. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported issue.¿ as such, a root cause could not be determined at this time. A definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that at the time of the gastrostomy surgery, the surgeon identified that the tube (cuff) was punctured and the device has been replaced.

Manufacturer narrative:
One device was received for investigation. The device was evaluated, and the reported condition was observed. There were no abnormal conditions found in our manufacturing process that could have possibly contributed to this issue. A supplier corrective action request has been sent to the supplier to further investigate and address the reported condition. We will continue to monitor related reports to determine if additional actions are necessary.